Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The other additional proglide device referenced is being filed under a separate medwatch report number. Exemption number e2019001. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention procedure. Reportedly, the foot of the proglide device could not be deployed. While attempting to remove the proglide device is was stuck in the patient anatomy. A cut down was done to widen the access site and remove the proglide device. The foot of the proglide device was found in the open position and vessel damage was noted. An additional device was used; however, hemostasis was not achieved. 30 minutes of manual arterial compression was applied to treat the vessel damage and achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.